Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause of bg level was not known. Customer performed a supply change to address the issue. On (B)(6) 2023 customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, and manual injections. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.